Event description:
Litigation papers allege: the patient was implanted with a depuy asr hip implant on her left side on or about (B)(6) 2007. Patient experienced shifting of the left hip with certain movements and pain in the groin area, making it difficult and painful for her to stand, walk, or perform any physical activity. Additionally, patient has excessive levels of chromium and cobalt in her blood. It is very likely that she will have to have the asr implant explanted.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 9/9/2014 - sales rep reported revision surgery. Patient was revised to address pain. Upon revision, osteolysis and corrosion were noted. The sleeve and stem are being added to the complaint. This complaint was updated on: 09/24/2014.